Event description:
A report was received that the patient was not able to charge the ipg due to ipg being too deep. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.